Event description:
It was reported that the patient was not able to move his legs after the spinal cord stimulator (scs) implant procedure. The physician went back in and found a hematoma and cleared it out. The paddle lead was cut and taken out. The ipg remains implanted and connected to the remaining part of the paddle lead. The physician believed that the paralysis was not device or procedure related. The patient is currently doing well and the lead that was taken out will not be returned per hospital policy.